Manufacturer narrative:
Pump was received with no (act, b, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement,operating currents, unexpected error test, rewind, basic occlusion, occlusion,prime and excessive no delivery test due to buttons not responding. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that that the insulin pump was returned for analysis. The customer's blood glucose was 200 mg/dl.